Event description:
It was reported, that patient presented to emergency room. After experiencing arrhythmia and dizziness. Upon interrogation it was found, that patient's right ventricular (rv) lead exhibited loss of capture. High capture threshold was also noted. The lead was capped and replaced on (B)(6) 2023. There were no patient consequences.